Manufacturer narrative:
(B)(4). Batch # r92f4c. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting, or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open liver resection procedure, while dissecting the liver, the tissue pad melted. No part of the pad fell into the patient. An harh23 instrument was used to complete the procedure. There were no patient consequences reported.